Manufacturer narrative:
(B)(4).

Event description:
It was reported the powermax elite mdu hand control would run for three to four seconds then stop working and became extremely hot within five minutes. There was a 3-4 minute delay reported and procedure completed with a backup (B)(4) dyonics powermax elite handpiece. No patient injury or impact was reported.

Manufacturer narrative:
Device investigation narrative - one service replacement powermax elite motor drive unit, part number 72200616s was received on june 28, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was observed. Complaint of overheating was confirmed. (B)(4) failed for hand piece blade stall error as well as overheating. The motor/gearbox was removed from the housing. The gearbox was removed from motor and motor tested good. The gearbox appears to be corroded internally. The root cause of this event was identified to be associated with corrosion of the gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. (B)(4).